Event description:
Reportedly, when the subject device was interrogated during a regular follow-up on (B)(6) 2016, the programmer screen displayed a warning message stating that the ventricular lead impedance was over 3000 ohms. The ventricular lead impedance was measured around 3000 ohms. The threshold value could not be measured because of capture failure. The r-wave amplitude was also immeasurable. When the ventricular polarity changed to unipolar, the ventricular lead impedance was still measured over 3000 ohms. Although r-wave was around 3 mv, it was suspected that noise was present on the egms. As the patient had spontaneous rhythm at around 50 min-1, it was decided not to perform a lead replacement procedure while leaving the whole pacing system implanted in the patient. Note that the use of the atrial lead had already been discontinued since the follow-up on (B)(6) 2015, at which time the pacing mode was reprogrammed to vvir (because the lead fracture was suspected). It was also reported that both leads were kinked at 90 degrees where they were entering the vein, and each of the leads was fixed with the suture sleeve in the kinked area. The leads were considered to be fractured around those areas.

Event description:
Reportedly, when the subject device was interrogated during a regular follow-up on (B)(6) 2016, the programmer screen displayed a warning message stating that the ventricular lead impedance was over 3000 ohms. The ventricular lead impedance was measured around 3000 ohms. The threshold value could not be measured because of capture failure. The r-wave amplitude was also immeasurable. When the ventricular polarity changed to unipolar, the ventricular lead impedance was still measured over 3000 ohms. Although r-wave was around 3 mv, it was suspected that noise was present on the egms. As the patient had spontaneous rhythm at around 50 min-1, it was decided not to perform a lead replacement procedure while leaving the whole pacing system implanted in the patient. Note that the use of the atrial lead had already been discontinued since the follow-up on (B)(6) 2015, at which time the pacing mode was reprogrammed to vvir (because the lead fracture was suspected). It was also reported that both leads were kinked at 90 degrees where they were entering the vein, and each of the leads was fixed with the suture sleeve in the kinked area. The leads were considered to be fractured around those areas.